Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, an air leak occurred. An advisor hd grid mapping catheter was inserted to map the left atrium. The mapping catheter was removed, following IFU practices with careful aspiration and flushing of the sheath. A non-abbott catheter (farawave by boston scientific) was inserted part way into the sheath and a 20cc syringe was connected to the stopcock for aspiration. While aspirating, a significant amount of air was pulled through the sideport and into the syringe. The farawave catheter was removed, and aspiration showed no further air ingress. When the faraway catheter was introduced into the sheath a second time, aspiration again showed significant air ingress through the valve of the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences for the patient.